Event description:
It was alleged that a patient sustained a post-operative bleed after having a t&a procedure with the coblator ii controller.

Manufacturer narrative:
Visual inspection found no cosmetic or physical anomalies on the subject controller or the concomitant foot control assembly. Functional evaluation revealed the controller and foot control assembly both performed as intended and all ablation and coagulation voltage output readings were within specified ranges. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.